Event description:
It was reported via medwatch "iabp screen malfunctioned and would not display data. Iabp was still inflating balloon and attempting to assist patient, but screen remained black. Nursing staff was unable to adjust settings or look at iabp function. Iabp needed to be exchanged". As it was reported, the iabp console was switched out in order to continue therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch "iabp screen malfunctioned and would not display data. Iabp was still inflating balloon and attempting to assist patient, but screen remained black. Nursing staff was unable to adjust settings or look at iabp function. Iabp needed to be exchanged". As it was reported, the iabp console was switched out in order to continue therapy.

Manufacturer narrative:
(B)(4). Medwatch report#: mw5153621. The reported complaint of the display screen would not function correctly is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.